Event description:
Iui- damage case rear- damaged/cracked pca door- front door damaged/cracked pca handset- cord damaged case front- damaged/cracked label- damaged barrel clamp assy- damaged/cracked flange gripper- damaged/cracked handle- damaged/cracked door assy- damage- other pca door- hinge damaged case front- damaged/cracked carriage assy- tube drive bent iui- isolation rib damage pca door- rear door damaged/cracked pca door- lock damage plunger detect sensor- failure 06/01/2018 07:10:35 (B)(6) po for $529 approved by (B)(6) shipping & billing addresses confirmed. There was no patient involvement. 06/11/2018 08:56:48 (B)(6) 1z9791540272764210

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).